Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time. A supplemental MDR will be submitted when the investigation has been completed.

Event description:
It was reported that during an arm fistula declot treatment procedure, the zipwire guidewire became stuck in the 4f imager bern catheter upon withdrawal. When the physician attempted a wire exchange, he was not able to remove the zipwire guidewire. The zipwire and the catheter was removed together as a unit and as a result, the access to the treatment site was lost. After the catheter and zipwire were removed, the physician was able to remove the zipwire from the catheter with a clamp. Upon inspection of the zipwire, a coating issue was noted on the distal third portion of the wire. The procedure was successfully completed with a compititor's guidewire. The were no patient complications and the current patient condition is reported as 'fine'.